Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device was failing the operational check. There was no patient involvement. The field service engineer (fse) found that there was a malfunction of the high voltage capacitor. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. The device after servicing and testing will be returned to the customer. No further evaluation around the high voltage capacitor is warranted at this time.